Event description:
Caller from dcs reported death of customer. Dcm called to provide details of death. Customer went to dialysis, she was vomiting at home. The blood glucose was very high. Customer had taken a nap and did not wake up. This information was provided by the hospital office. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.